Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon two week follow up interrogation, the right ventricular (rv) lead was losing capture between six and eight volts. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.